Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall their blood glucose reading. Troubleshooting was not completed. Customer stated the battery cap was missing. Customer was advised to call back if the new battery cap did not resolve the issue. Customer was using aaa super alkaline battery. Insulin pump will not be returning for analysis.